Manufacturer narrative:
H6: updated. H3: one device was received. No damage was found during the visual inspection. During the functional testing, the customer reported complaint was able to be replicated. The cause of the issue was that the downstream occlusion sensor needed a calibration adjustment. As a corrective measure, the device was calibrated. The device passed all testing after calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, while running downstream distal occlusion test 2 in the manual, it was noticed that the pump fails the occlusion tests. We are getting a distal occlusion at 8. There was no reported patient involvement.